Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed shock impedance measurements that were greater than 200 ohms. The patient was seen for a surgical revision procedure where a loose high voltage set screw was discovered and corrected. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.